Manufacturer narrative:
Correction: h3 from (no) to (yes) and h6 (investigation findings).

Event description:
No additional information received from customer.

Event description:
It was reported the autoclavable camera head experienced the cable is torn at the angulation/deflection piece. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost a root cause could not be identified. Based on the results of the investigation, it is likely that damage to the cable unit's kink protection led to the customer's malfunction and due to damage to the cable unit, water tightness is lost should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.